Manufacturer narrative:
Cmp-(B)(4). Foreign: (B)(4). Concomitant medical products: unknown nexgen knee femoral component cat#: unk, lot#: unk. Unknown nexgen knee tibial tray cat#: unk, lot#: unk . Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01280, 0001822565-2018-01281. Product location is unknown.

Event description:
It is reported that the patient had a knee arthroplasty procedure on an unknown date. Subsequently, the patient underwent a two stage revision for infection. The second stage was completed approximately three months after the first stage procedure.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.